Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the catheter broke on the (B)(6) day of placement. The broken piece invaded the urethra, and it was removed by a urethroscope. The user stated that there is a possibility that the catheter was pulled on by the patient.

Manufacturer narrative:
The reported issue was confirmed. The device was returned for evaluation. Visual inspection observed the catheter was broken at catheter shaft. The break most likely resulted from the patient's effort to prematurely remove the catheter, as the breakage did not occur as a result of any manufacturing related process. The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use state the following: "warnings] 1.method for use (1)do not inflate the balloon in the urethra. [The urethra may be injured.] (2)do not pull the catheter hard. [The bladder/urethra may be injured.] Applicable patients (1) patients with delirium who might pull out the catheter (when patients tugs at catheter unconsciously, the bladder and urethra may be damage)"

Event description:
It was reported that the catheter broke on the 7th day of placement. The broken piece invaded the urethra, and it was removed by a urethroscope. The user stated that there was a possibility that the catheter was pulled on by the patient.